Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for fluctuating high and low blood glucose of 400 to 600 mg/dl. Customer treated with injections and noticed that their blood glucose was high 3 days prior to the hospitalization. Customer had symptoms such as vomiting and was in the hospital for 2 days. The customer wanted to document the incident only and declined high blood glucose troubleshooting. Customer was advised to call back if further assistance is needed.